Event description:
It was reported that a large volume infusor underinfused during infusion. After the expected 46 hours of infusion time, it was observed that medication remained within the device that had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, d10, h3, h4, h6(update codes), h11. B5: the device was filled with 5250mg/230ml fluorouracil (5-fu) . H4: the lot was manufactured between august 15-19, 2025. H11: the device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.